Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user consumed a donut without announcing the meal and subsequently experienced hyperglycemia, with a reported peak blood glucose of 341 mg/dl lasting approximately 30 minutes, while using the ilet system. Symptoms included no reported clinical effects. Outcomes included no need for emergency care, no professional medical intervention, no back-up therapy, and no need for ketone testing. Investigation included a user interview and troubleshooting with education on appropriate meal announcements and dosing practices. Investigation of this case revealed user handling most likely contributed to hyperglycemia due to unannounced carbohydrate intake. It was concluded that the device functioned as expected and that the event most likely resulted from use error related to an unannounced meal. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.